Event description:
Note: this report pertains to one of eight devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-05732, 3005099803-2013-05742, 3005099803-2013-05743, 3005099803-2013-05744, 3005099803-2013-05747, 3005099803-2013-05748, 3005099803-2013-05749, & 3005099803-2013-05750 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2013 that eight resolution clip devices were used for hemostasis during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the resolution clip "would not open properly or deploy when needed." This same issue occurred for a total of eight resolution clip devices. However, they were able to release the eighth resolution clip device to complete the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Patient is over 18 years old. According to the complainant, the suspect device has been disposed and is not available for return. The complainant confirmed that the device was used with a duodenoscope. The resolution clip is designed to be compatible with gastroscopes and colonoscopes with working channels equal to or greater than 2.8 mm. Based on the details of the complaint, the investigation concluded that user error may have contributed to this event. However, as the product was not returned, a definitive root cause could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted.